Event description:
It was reported that during an unknown procedure that the tissue pad fell out. Another like device was used. There was no patient consequence. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.